Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the helix was bent consistent with procedural damage. Helix mechanism test could not be performed due to as received procedural damage to the helix.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, the right ventricular (rv) lead was found to be dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.